Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and found the distal inner member separated and the protective sheath not returned. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will be addressed per quality system protocol.

Event description:
It was reported that during unpacking of the 3.5x12mm nc trek balloon dilatation catheter (bdc), the protective sheath was difficult to remove, thus the bdc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 3.5x12mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.